Manufacturer narrative:
Additional information: the inflation pressure applied prior to the issue was the rated burst pressure (rbp). The device was not moved or repositioned in the lesion while inflated, as the balloon never inflated. There were no issues with the replacement onyx frontier which went well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. The stent was not present on the balloon and did not return for analysis. Partial inflation was evident to the balloon. Crimp impressions were evident on the balloon surface. A leak was evident from the exchange joint on pressurization of the device. A tear was evident extending distally from exchange joint. No other damage was evident to the remainder of the device. Correction: annex a code. Additional information: the stent was not deployed because the balloon did not inflated. The stent was not implanted in the patient. The stent dislodgement did not occur. The stent was removed from the patient's body and the stent was still on the balloon when was removed with the balloon system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was removed and replaced with a 2.5 x 38mm onyx frontier device. The patient was stable after the procedure and was discharged the next day. Patient sex/gender and age provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: the stent was not implanted in the patient, and was not left in the body. The new stent was deployed and there were no issues with the replacement onyx frontier, which went well. The patient was safe and stable after the procedure and was discharged the next day. There were no clinical issues/complications during and after the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, the balloon experienced a burst or leak during inflation. The device failed to inflate on the first attempt, preventing the deployment of the stent in the left circumflex artery (lcx). It was assumed that the balloon had a hole in it that prevented the inflation. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device had not passed through a previously deployed stent. There was no excessive force used during delivery. The device was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.